Event description:
A lab employee was pushing a stopper onto a vial of blood when the vial broke, cutting their hand through their glove and exposing them to the blood in vial (the source was known hiv+) in 2004. The wound was immediately flushed with betadine and "bled out" with the assistance of the lab dir; the broken vial was not secured. The infection control/employee health clinician was contacted immediately and assisted the employee by following the exposure plan: 1) obtaining the employees blood for baseline testing to include hiv, hepatitis, etc. 2) obtaining prophylactic medications for the employee 3) administered a tetanus and hep b booster (prophylactic) 4) workers comp paperwork completed. A review of co's database indicates no other issues against this production lot number. Co will continue to monitor this product for trends.